Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluders (ado 1 and ado 2) were reported in a research article in a subject population with multiple co-morbidities including patent ductus arteriosus (including types a, b, c ¿ tubular, d, and e). Some of the complications reported were residual shunt, protrusion to left pulmonary artery and/or descending aorta (obstruction), hemolysis, blood transfusion (unexpected medical intervention); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, ¿tubular pda versus other pda types: challenging device choice for transcatheter closure¿, was reviewed. The article presented a retrospective multi- center study to assess the safety and effectiveness of different devices for transcatheter closure of tubular patent ductus arteriosus (pda). Devices included in this study were cook detachable coil, nit-occlud coil, amplatzer duct occluder (ado I and ado ii), amplatzer vascular plug ii (avp ii), amplatzer muscular vsd occluder (mvsd), and amplatzer septal occluder (aso). The article concluded different devices can be used successfully to close tubular pdas in infants and children. Avp ii may be a reasonable option in cases with a relatively narrow diameter. [The primary and corresponding author was (B)(6).